Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while clearing the patient's pca pump the system shut down due to low battery. Each pump was reprogrammed including the pca pump; when the pca pump was reprogrammed, the syringe was not removed or scanned. Later, it was discovered that the pca pump was programed as a 1mg/ml syringe instead of a 5mg/ml syringe. The error was noticed when the pump was verified at shift change with the pm rn. Vital signs were taken, rr were 8, and the patient was "lethargic" per the nurse. The patient was monitored closely throughout the pm shift.